Manufacturer narrative:
(B)(4). Additional concomitant medical products: 00771101200, m / l taper femoral stem, 61375526; 00801803202, cocr femoral head, 61452279; 00625006525, bone scr 6.5x25 self-tap, 61422314; 00620005822, shell porous with cluster holes 58 mm o.d., 61429489. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2017 - 00776.

Event description:
It was reported by the patients legal counsel that the patient's right hip was revised approximately four years post-implantation due to dislocation, aseptic lymphocyte-dominated vasculitis-associated lesion (alval), pain, lack of mobility, elevated metal ion levels, metal poisoning, metallosis, and infection. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reassessment of the reported event, it was determined this event was previously reported on 1822565-2015-00060. The initial report was forwarded in error and should be voided.